Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for blank display and moisture exposure. Patient¿s blood glucose was unknown. Customer reported that her daughter went swimming and when she came out of the water the screen was blank. Insulin pump is not working and as per dad there is no crack on insulin pump that can cause water to get into the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error alarm with a partial white and rainbow display due to severe corrosion on all electronic assemblies. Unable to confirm the download of unit due to partial white display. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads, peeling end cap address label, severe corrosion on force sensor, severe corrosion on motor home switch, severe corrosion on battery tube spring and corrosion in battery tube.